Manufacturer narrative:
Further clarification: patient's age was reported as "early 60s". The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Safety and effectiveness have not been established in patients with the following: autoimmune diseases (e.g., lupus and scleroderma) a compromised immune system (for example, currently receiving immunosuppressive therapy) breast implants are not lifetime devices. Breast implants rupture when the shell develops a tear or hole. Ruptures can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. There are also consequences of rupture. If rupture occurs, silicone gel may either remain within the scar tissue capsule surrounding the implant (intracapsular rupture), move outside the capsule (extracapsular rupture), or move outside the breast (gel migration). There is also a possibility that rupture may progress from intracapsular to extracapsular and beyond.

Event description:
Patient's relative reported that the patient had a rupture on an unknown side, "silicone traveled to the joints", "an autoimmune disease", "kept getting bizarre rare forms of diseases", and "body had no immunity." Manufacturer of the device is unknown. As the affected location of the rupture was not specified, this medwatch represents the unknown ruptured side. See MFR # 9617229-2017-00135 for the contralateral side report.